Event description:
After an implantation period of approx. 36 months, oversensing on the ventricular channel was reported. The lead was explanted. During this new surgery, the physician observed an insulation failure on the ra lead, so that this lead was also explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed 23cm distal to the is-1 connector pin that the lead body and the inner insulation were found squeezed and deformed. However, no insulation breeches were found and these damages are not assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported oversensing. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing processes for both leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.